Event description:
The manufacturer received an allegation that the displayed ventilation volume was smaller than usual. No patient harm was reported. During the device evaluation, the complaint was confirmed. The displayed ventilation volume was lower than other devices. The repair test found failures in the sensor pca and it was replaced to address the issue.